Event description:
A reprocessed 36 ace harmonic shears malfunctioned while being utilized in surgery. Attempted to reset machine, clean shears and tighten shears. However, the device still did not work. Another reprocessed shear was opened to complete the case.

Manufacturer narrative:
The following elements have blank data.

Event description:
A reprocessed 36 ace harmonic shears malfunctioned while being utilized in surgery. Attempted to reset machine, clean shears and tighten shears. However, the device still did not work. Another reprocessed shear was opened to complete the case.